Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) an electrical reset occurred. Review of device data indicated the reset occurred due to critical ram parity error. The ipg remains in use. Device software to be updated. No patient complications have been reported as a result of this event.